Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that there is dirt around the forceps elevator. Other observations for the device are: objective lens, grip, scope (s) s-cover, s-connector, and sc cover unit all have a scratch; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a scratch and a wrinkle; insertion tube ig protector has a cut; forceps channel port and switch box have a dent; universal cord has discoloration and a scratch; due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value; distal end cover (c-cover) is dirty; and light guide lens has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for annual inspection. There is no patient involvement and no reported harm to any patient. Upon evaluation of the returned device, it was observed that there is dirt around the forceps elevator. This medwatch is being submitted for the reportable issue of dirt around the forceps elevator observed during device evaluation.

Manufacturer narrative:
There is more information on the device evaluation. Correction being made for h6 coding. Additional information has been received for this event. This supplemental report is being submitted to provide this information. The customer uses olympus oer-aw as automatic endoscopy reprocessor. The start of pre-cleaning is not delayed after the procedure. There is no delay in performing the manual cleaning. The forceps elevator is raised and lowered three times in water during aspiration. The forceps elevator is not brushed. The forceps elevator is operated in the detergent solution. The forceps elevator is flushed appropriately. The distal end is not brushed with the channel-opening brush or maj-1888. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The identity of the foreign material is not known. It is likely that the foreign material was found o nthe device as the reprocessing steps of bri=ushing the device were devic=ated from. There was no physical damage found in the device in the area that the foreign material was found. The instructions for use includes the following statements: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. 5.4 manually cleaning the endoscope and accessories instructs brushing steps.

Event description:
Addendum mar 6 and mar 9, 2023: though customer staff is thoroughly trained on reprocessing as per instructions for use (IFU), the possibility of inadequate reprocessing or improper brushing cannot be denied, as customer does not use cleaning brush model maj-1888. Accordingly, the possibility of device usage while foreign material present in device, cannot be denied.